Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 5fr sheath, after an interventional procedure. Reportedly, the blue suture fractured before deployment. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break could not be confirmed. Inspection of the returned device indicated that the plunger, link, anterior needle and cuffs were in pre-deployed position. However, the posterior needle tip and rail suture were released from the shank prior to needle deployment. Based on visual and functional analysis of the returned device, the probable cause for prematurely releasing the posterior needle tip and rail suture prior to needle deployment is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.